Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
Peritoneal dialysis nurse requested technical support for a peritoneal dialysis patient (patient name unknown) who was in fill 5 of 6 of treatment who was not filling. There was no alarm. During troubleshooting, the patient encountered an air detected in the cassette message and patient line blocked message. Treatment was cancelled and the patient observed evidence of a fluid leak in the cassette housing when removing the cassette. The patient was advised to discontinue use of the cycler. Patient was not able to complete treatment. Additional information was solicited.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
"."